Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The cranial and spine applications start and run normally. The foot switch was activated in the cranial program. No issues were observed. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. The reported issue occurred intraoperatively. It was reported that the footswitch did not function. Use of the navigation system was stopped. There was a surgical delay of less than 1 hour due to this issue. There was no patient injury and no reported impact on patient outcome.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). Device evaluation: a medtronic representative went to the site to test and service the equipment. The computer was replaced on the system, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. The computer was received by medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.